Event description:
On 5/10/99 pt was brought to o.r. For a tracheostomy. Endotracheal tube was inserted and anesthesia was administered without incident. A local anesthetic was injected, the surgeon made the incision, noted that there were some bleeders in the area. The surgeon cauterized the bleeders, turned around to put the cautery pencil down, at this point the surgical tech screamed fire, and viewed flames at the point of the incision. The flames were immediately extinguished. The pt was extubated and re-intubated.